Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a 100% occluded mid right coronary artery (rca) within a stent was treated with balloon angioplasty which resulted in vessel perforation. Two graftmaster stents were opened and prepared. The 2.8 x 16 mm graftmaster failed to advance and was not implanted; the vessel was not sealed. The 2.8 x26 mm graftmaster stent was implanted, successfully sealing the perforation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.